Event description:
Pt was treated for three osteoporotic fractures in the lower spine. Two levels were treated without complication. While treating the third level and less than five minutes after completing the fixation of the second level, the pt was noted to have a sudden decrease in pco2 and arrested. Resuscitation was unsuccessful and the pt died. The pt's death may have been a result of a pmma embolism. There was no radiographic evidence of cement extravasation. The family refused permission of an autopsy therefore, the exact cause of the embolism is unknown.